Manufacturer narrative:
Concomitant medical products: 6935m55 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead was dislodged. The lead was inactivated and replaced. No patient complications have been reported as a result of this event.